Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that they received the exceeds max basal delivery message several times today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the pump returned with the max basal rate set to 2.0 u/hr. Black box shows 171 exceeds max basal limit warning on 2015-07-05. Evidence of one eaw-174- basal edit not saved observed in the black box on 2015-07-05. The pump was exercised for 24hrs with a 1.0u/hr basal rate; no eaw¿s occurred during testing. After 24hrs the battery was removed to simulate a battery change. When the pump was powered back on the 1.0u/hr basal rate remained programmed in the pump with no changes observed. No hypersensitive keys observed on the keypad. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.